Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 144 mg/dl. Customer has been getting motor error alarms in the last 8 days. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that he was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.